Manufacturer narrative:
An event of implanting an expired screw was reported. Product was implanted (B)(6) 2020, whereas product expiration was (B)(6) 2019. No adverse events were reported to abbott because of this issue.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had expired product implanted. During a permanent implant procedure, the physician dropped the screw for the burr hole cap cover. Another screw was obtained and implanted. The physician implanted the screw and it was discovered that the expiration date for the product had passed approximately a month earlier. The physician decided to keep the product implanted and completed the procedure.